Event description:
The surgeon had performed a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) and the restoris multicompartmental knee system (mck) on (B)(6) 2013. The pt was showing signs of possible infection and was brought back to the operating room on the date of event to be washed out and have the tibial insert exchanged for a new one.

Manufacturer narrative:
An eval of the event has been initiated at mako surgical. No preliminary results are currently available.